Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer treated with manual shot. The customer stated that last night after bolus, her stomach was wet. When the customer removed the set, the tip of the cannula was bent. The customer declined to troubleshoot for the pump. The product was not returned for analysis.